Event description:
It was reported during the scs trial procedure, the lead was successfully placed. Intra-operative testing to measure impedance revealed high values on all contacts. Sjm rep used multiple testing devices to no avail. The lead was disconnected and re-connected to the trial cable multiple times which did not aid in resolving the impedance issue. It was determined to replace the lead. With the replaced lead, the pt was able to feel stimulation. The pt was programmed accordingly and reported effective coverage. The procedure was extended for 15 minutes due to troubleshooting.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.